Event description:
It was reported by repair work order that the nurse call system would not function due to a damaged communication board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.